Manufacturer narrative:
(B)(4). Device has been received but evaluation not yet begun. A supplemental report will be sent upon completion of investigation.

Manufacturer narrative:
(B)(4). Post market vigilance (pmv) led an evaluation of one powered handle, one reload, and one adapter opened by the account. This evaluation was based on a technical review of all data received from the site, a pmv review of manufacturing records, a pmv review of complaint trends, and an evaluation of the returned devices. The reported reload was reload difficult to articulate and unload and shaft was loose during a wedge resection procedure. No visual abnormalities were noted for the handle. The reload was engaged with adapter. Visual examination of the staple cartridge noted that the reload was fully fired. The articulation flag was bent. Additionally one sulu lug was sheared off. The reload cover tube was no longer seated on the detent. The eeproms (electrically erasable programmable read only memory) were uploaded and indicated 24 autoclave cycles for the adapter and handle. No functional abnormalities were noted for the adapter or handle after the reload was unloaded. Due to the noted damage, the reload could not be functionally tested. Replication of the bent articulation flag condition can occur if the reload is forcefully rotated while only partially inserted into the instrument shaft or if trying to remove reload without it being in neutral position. The reload cover tube may become unseated from the detent if the shaft is forcibly rotated in a clockwise direction. Replication of the sheared sulu lug condition can occur if the reload is over torqued during unloading and / or if an attempt is made to unload the reload without using the release button. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate.

Manufacturer narrative:
(B)(4).

Event description:
According to the reporter, during a wedge resection, the surgeon fired the stapler and it worked fine. The device was then pulled out of the patient and it was articulated at a right angle. The techs tried to bring it back to center and it would not come back to center. The surgeon tried to pop it off but then the shaft came loose. The shaft would also not come off the handle. There was no unanticipated tissue loss. The incision was not extended by more than one inch. There was no unanticipated blood loss of 500cc or more. Surgery time was not delayed by more than 30 minutes. No device fragment fell into the patient. No reinforcement material was used.